Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleed'), uterine perforation ('perforation / perforation (uterus)') and fallopian tube perforation ('perforation (fallopian tube)') in a 41-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sore throat, ear pain, nasal congestion, toothache and cholecystectomy. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury : depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On (B)(6)2012, the patient experienced uterine perforation (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (in (B)(6)2010 underwent ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, perforation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs and mr received : previously reported event "perforation other" updated to "perforation (uterus)",events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping), perforation (fallopian tube)", lot number, reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleed'), uterine perforation ('perforation / perforation (uterus)') and fallopian tube perforation ('perforation (fallopian tube)') in a 41-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sore throat, ear pain, nasal congestion, toothache and cholecystectomy. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury : depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (in (B)(6) 2010 underwent ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, perforation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: test bilateral occlusion. Lot number: 689929, manufacturing date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') and genital haemorrhage ('bleeding: general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). At the time of the report, the perforation, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, perforation and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events from pfs: pelvic pain, abdominal pain, bleeding: general abnormal bleed, psych injury, perforation other. Laboratory data, reporter, patient demographics, essure indication was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.